Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 390mg/dl. The customer was experiencing unexplained high glucose for two weeks. Troubleshooting was performed. The programming, time, and date were correct. The customer changed the infusion set to resolve the issue. Ran a fixed prime test and passed. Advised the caller that a tubing clamp will be sent and call back to complete the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.